Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt expired in his home on (B)(6) 2012. He was found on (B)(6) 2012 by his family. The hosp reported that the system controller revealed a low voltage advisory, that then progressed to backup mode/low speed operation, and eventually shut off.

Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.